Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic after receiving multiple inappropriate shocks due to conducted atrial fibrillation. Programming changes were recommended.